Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported n a supplemental report.

Event description:
The implant surgeon of the hospital reported to our sales rep that he was performing a surgery procedure. The surgeon tried to implant 2 nails without pre-drill. He tried to rotate the two nails at the medullary space by using the target device. Before the 3rd nail was successfully implanted he drilled.